Event description:
It was reported that; the patient reports no problem in the hip, but stiffness in the left leg. He cannot bend his knee. His thigh muscles stiffen when he stands for a while and he experiences intense pain. The patient had an appointment with his physician on (B)(6) 2012. He had an MRI and blood test for chromium and cobalt levels. The patient states the surgeon reported some elevated metal levels in his blood. The surgeon will monitor his condition and re-test him in (B)(6) 2013.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or agii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.